Event description:
Following successful placement and deployment of the excluder bifurcated endoprosthesis trunk-ipsilateral and contralateral devices, the completion angio exhibited a large type I proximal endoleak. An aortic extender was placed; however, the endoleak remained. The physician decided at that point to convert the pt to open surgical repair of the aortic aneurysm. Both excluder devices were retained by the user facility.